Event description:
The physician reported one day after treatment with cosmoderm the pt presented with an "allergic reaction" at some of the treatment sites. Diprosone and oral celastene were prescribed by the dr.